Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1.5 months ago. The aneurysm is 5.5 cm in diameter. The vessel morphology was reported as the aortic neck was 31 mm at the renal arteries and 29 mm in diameter 17 mm below the renal arteries, there is moderate tortuosity and moderate calcification in the iliac arteries. It was reported that the patient returned emergently with a cold leg on the contralateral side up to the flow divider. The CT demonstrated that there was poor outflow due to the narrowing in the vessels. The physician elected to perform a femoral to femoral bypass. No additional clinical sequelae were reported, and the patient is fine. (MFR report# 2953200-2011-01559, 2953200-2011-01560). An internal review of the returned films show that the contra lateral (left) limb is occluded the entire length up to the flow divider. The aortic neck contains thrombus. There are no obvious kinks in the limbs, with only mild compression of the contra lateral limb seen within the distal aorta.

Manufacturer narrative:
(B)(4). Evaluation, results: (graft occlusion). (Poor outflow due to vessel narrowing). Conclusion: (poor outflow due to vessel narrowing).